Manufacturer narrative:
A promus element plus,mr,ous 2.25x20mm stent delivery system was returned for analysis. A visual examination found distal stent damage with stent struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 04dec2020. It was reported that crossing difficulties occurred. The target lesion was located in the left circumflex artery. The 2.25x20mm promus element plus was advanced for treatment but failed to cross the lesion. The device was removed and the procedure completed with a different device. No patient complications were reported and the patient status was stable. However, device analysis revealed stent damage.